Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. It was found that the device's sensor offset circuit on main printed circuit board (pcb) was defective and the cause of the issue. The main pcb was replaced to fix the issue along with the force sensor and force sensor pcb.

Event description:
The device was returned due to a force sensor error. The results of the investigation found that the device's sensor offset circuit on main printed circuit board was defective. There was no patient involvement.